Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support contacted for advising. No intervention has been performed at this time. The patient was stable and there were no consequences.